Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Subsequent noise, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. It was noted the noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. The patient was brought to the clinic, and when switching the configuration back to bipolar, impedance measurements of greater than 3000 ohms were noted. Patient isometrics were performed in unipolar configuration, and the noise and oversensing were able to be reproduced, but impedance measurements were within normal limits. Additionally, ra oversensing of right ventricular (rv) lead signals was noted; therefore, the device was reprogrammed to mitigate the oversensing of the rv signals. Then a message was observed of the ra automatic threshold detected as greater then programmed amplitude/suspended. Troubleshooting and programming options, as well as continued monitoring were discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Subsequent noise, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. It was noted the noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. The patient was brought to the clinic, and when switching the configuration back to bipolar, impedance measurements of greater than 3000 ohms were noted. Patient isometrics were performed in unipolar configuration, and the noise and oversensing were able to be reproduced, but impedance measurements were within normal limits. Additionally, ra oversensing of right ventricular (rv) lead signals was noted; therefore, the device was reprogrammed to mitigate the oversensing of the rv signals. Then a message was observed of the ra automatic threshold detected as greater then programmed amplitude/suspended. Troubleshooting and programming options, as well as continued monitoring were discussed. Further information was received indicating there was no capture and no p-waves at maximum outputs in both unipolar and bipolar. Eventually, this patient's ra and rv leads were explanted due to a conductor fracture, while the pacemaker was explanted due to physician's discretion. This ra lead is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 23 centimeters from the terminal pin. Only the proximal segment was returned. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular-first rib (subclavian) area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. All the reported clinical observations were confirmed to be a result of this integrity issue.

Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Subsequent noise, oversensing, and inappropriate atrial tachy response (atr) episodes were observed. It was noted the noise had the appearance of minute ventilation (mv)/respiratory sensor oversensing. The patient was brought to the clinic, and when switching the configuration back to bipolar, impedance measurements of greater than 3000 ohms were noted. Patient isometrics were performed in unipolar configuration, and the noise and oversensing were able to be reproduced, but impedance measurements were within normal limits. Additionally, ra oversensing of right ventricular (rv) lead signals was noted; therefore, the device was reprogrammed to mitigate the oversensing of the rv signals. Then a message was observed of the ra automatic threshold detected as greater then programmed amplitude/suspended. Troubleshooting and programming options, as well as continued monitoring were discussed. Further information was received indicating there was no capture and no p-waves at maximum outputs in both unipolar and bipolar. Eventually, this patient's ra and rv leads were explanted due to a conductor fracture, while the pacemaker was explanted due to physician's discretion. This ra lead was returned for analysis and no additional adverse patient effects were reported.